Manufacturer narrative:
Investigation results: as of the date of this report the complaint products were not provided for investigation. The investigation was based upon analysis of historical data review, device history records, and review of event information. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. There is one (1) similar complaint against the lot number 52227504. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. Conclusion/preventive measures: in the light of the little information received and due to the circumstance that the complained devices were not received it is not possible to determine a root cause for the mentioned failure. There is no indication for a material-, manufacturing- or desegregated failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product nx029z - as vega ps femoral comp.cemented f4n r. According to the complaint description, revision was required due to aseptic postopertive loosening right femoral component, instability, and pain. There were no operative complications. The implantation of vega knee system and right total knee arthroplasy (tka) was on (B)(6) 2016. The revision was performed on 13dec2022; a non-aesculap (hinge) knee system was then implanted. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no.(B)(4). Associated medwatch reports: 9610612-2024-00046 (aesculap ag reference no. (B)(4)); 9610612-2024-00045 (aesculap ag reference no. (B)(4)). Involved component: 9610612-2023-00222 (aesculap ag reference no. (B)(4) - lot 52239592) nx042/ patella 3-pegs p2 - lot 52241243 (aesculap ag reference no. (B)(4)) nx121/ vega ps gliding surface t2/2+ 12mm - lot 52233111 (aesculap ag reference no. (B)(4).